Manufacturer narrative:
Concomitant medical products: mcs-p3-29-aoa-us valve, implanted: (B)(6) 2014.

Event description:
It was reported that there was an right atrial (ra) lead warning for low impedance. It was confirmed that the patient was undergoing breast surgery the day the lead warning occurred. The lead remains in use. No patient complications have been reported as a result of this event.